Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out, externalized conductors were observed via x-ray. No electrical anomalies were noted. The patients condition is good and will be monitored.